Manufacturer narrative:
This device is not distributed in us so. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd module with drive pcb laser filter glass cracked. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed, that the u/d lock lever broken, the insertion flexible tube buckled, the u/d pulley wire worn out, and the r/l pulley wire rupture. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).